Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor temporarily lost connection to the ilet, indicated by three lines on the display, after which glucose values resumed without intervention and without impact to blood glucose. Symptoms included no clinical effects. Outcomes included no injury, no medical or surgical intervention, and no hospitalization. Investigation included a review of device history and case details with user education and troubleshooting. Investigation of this case revealed transient signal loss between the cgm and the ilet with no device damage identified and no persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent connectivity disruption.